Event description:
It was reported by the patient that a stent "clogged his artery." The consumer called about the media article he had seen in forbes magazine about "stents failing" and he reported his experience with the stent. Patient states he had a stent put in and then on the way to the recovery room, he developed chest pain. He states "the stent clogged his artery" and he returned to the operating room for a cardiac bypass. He also stated his "heart failed." Attempts were made to obtain additional information from the facility and the physician regarding this event, but no additional information was available.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient; therefore, no direct product analysis is available. The manufacturing records for top assembly batch 6400620 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.